Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of 2 inappropriate shocks in 2 different episodes. It was noted the patient had a left ventricular assist device (lvad) and the noise was felt to be coming from the lvad. The primary sensing vector was reprogrammed and monitoring will be continued. Additional information was received that this device delivered two inappropriate shocks due to an atrial driven arrhythmia. Boston scientific technical services (ts) was consulted and reprogramming options were offered. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of 2 inappropriate shocks in 2 different episodes. It was noted the patient had a left ventricular assist device (lvad) and the noise was felt to be coming from the lvad. The primary sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.